Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was able to confirm the illumination issue. The objective optics were cleaned, and all internal illuminations were balanced. It was observed that the ¿z¿ depth had shifted about two hundred forty um posterior and the objective ring was loose. It remains inconclusive if either or both factors contributed to the customer reported event ¿arcuate incision issue.¿ the objective ring was tightened, and optical coherence prepositioning was recalibrated. The system was the, tested and found to meet product specifications. The root cause of the reported ¿illumination issue¿ is attributed to internal illumination wear/reliability. The reported ¿arcuate incision perforation¿ could not be confirmed, thus the root cause remains inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that an arcuate incision accidentally perforated the cornea during laser-assisted cataract surgery on a patient's left eye. The surgeon applied sutures to the cornea and successfully completed the surgery, resolving the patient's symptoms.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).